Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of a homechoice cassette and a transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the alarm. The patient stated that the patient line of a homechoice cassette was not connected tightly enough to the transfer set and disconnected. The patient stated that they reconnected the transfer set to the patient line and a system error 2240 alarmed. The patient cycled the power on the homechoice twice to clear the alarm and to advance the device to press go to start. The rtsa assisted the patient with proper disconnect procedures and cassette removal. Continuous ambulatory peritoneal dialysis was discussed. The homechoice was operational and swap of the device was not necessary. During troubleshooting, it was determined that a loose connection caused the system error 2240. The rtsa reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.